Event description:
It was reported that high, out of range pacing lead impedance and an increase in capture threshold were observed. Patient was asymptomatic. Lead was explanted and replaced. Patient condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.